Manufacturer narrative:
This report is for an unknown screw /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient was treated with a closed reposition and osteosynthesis with a 4-whole dhls (95mm) plate due to a femoral neck fracture. On (B)(6) 2019, the patient came to the hospital due to bad hip pain. The radiology report showed a broken dynamic screw with the tipping of femoral head. On (B)(6) 2019 the patient was treated with a metal removal procedure and a cement free hip-tep was implanted. Concomitant device reported : unknown dhls plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) screw this is report 1 of 1 for (B)(4).

Event description:
Concomitant devices: lcp dhs plate (part: 02.224.224, lot: l889324, quantity: 1), cortex screw (part: 214.842, lot: l853242, quantity: 1), cortex screw (part: 214.838, lot: l681293, quantity: 1), cortex screw (part: 214.836, lot: l628656, quantity: 1), trochanter stabilizing plate (part: unknown, lot: unknown, quantity: 1) this report is for an unknown screw.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: an unknown broken dhs/dcs screw was returned for investigation. The distal broken off part is still stuck in the lcp dhs plate (part: 02.224.224, lot: l889324) and could not be disassembled. Since the etched part of the dhs/dcs screw is stuck in the lcp dhs plate the exact part and lot could not be identified. The breakage occurred in the middle of the shaft, the broken surface is homogeneous. The dhs/dcs screw presents mechanical damages such as nicks and scratches originated from use. The standard recess shows normal signs of use. Dimensional inspection: dimensions were checked with caliper per drawing (current revision). Diameter thread: pass. Distance flat surfaces in the shaft region: pass. Outer shaft diameter below the groove: pass. Document/specification review: drawing (current revision) was reviewed during this investigation. Review of manufacturing documents could not be performed due to missing part & lot information. Summary: the received condition of the dhs/dcs screw is in concordance with the complaint description and the complaint condition is confirmed. The relevant dimensions at the undamaged area were checked, and no deviation to the specifications was detected. The visual inspection showed that the broken surface is homogeneous what indicates material conformity. The damage occurred is determined to be post-manufacturing. Since the exact part and lot numbers are not known, the present complaint cannot be further analyzed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11 corrected data: g5: 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: the received x-rays/images were also reviewed and no additional information is seen to be added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: lcp dhs plate (part # 02.224.224, lot # l889324, quantity 1). This report is for one (1) 4.5mm cortex screw self-tapping 42mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.